Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an inferior vena cava (ivc) filter deployment procedure, the filter legs allegedly failed to expand. Reportedly, as a result of the filter legs failing to expand the filter allegedly tilted upon deployment. It was further reported that the filter was captured and retrieved using a snare and another device was used to completed the procedure. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava (ivc) filter deployment procedure, the filter legs allegedly failed to expand. Reportedly, as a result of the filter legs failing to expand the filter allegedly tilted upon deployment. It was further reported that the filter was captured and retrieved using a snare and another device was used to completed the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for failure to expand and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the filter legs failed to expand upon deployment. This most likely contributed to the filter tilting. However, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.